Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported heel warmer exploded in another nurse¿s face. There was no injury. No further information was provided when requested.

Manufacturer narrative:
As no samples were returned for evaluation. A root cause could not be determined. A review of the device history record for the reported lot#: v2s065, was found to have been manufactured and released to predetermined specifications. No anomalies were found, during review of the records. Cardinal health will continue to monitor and trend all similar reported product related issues.